Event description:
Caller states that pt 1 received a result of 2.3 inr on the device and 1.78 inr on a comparison lab. Pt 2 reportedly tested 4.9 inr on the device and 3.67 inr on a comparison lab. No actions were taken based on device results. No adverse event reported for either pt. Requested return of suspect device and replacement was sent.